Manufacturer narrative:
The field service representative (fsr) replaced the power manager circuit board and the power supply. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during setup of the device for a cardiopulmonary bypass (cpb) procedure, the battery was not charging and there was a 'battery may not be charged, full backup may not be available' message displayed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: d9.